Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a primary audible alarm - drive train issue. The event occurred during annual preventive maintenance. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The manufacturer representative was unable to duplicate the customer reported issue. Audio testing was done for speakers from level 1 to level 5, but no issue was found with the primary audible alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Device was cleaned, greased, and calibrated, and the pump passed all functional tests and performed as intended.